Event description:
Wheelchair brought into the MRI scanning room. As the employee was getting the patient off the table the left removable foot rest flew into the magnet hitting the employee in the wrist.there was no patient harm.